Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 419478 implantable lead, 2013 (B)(6); 0181 competitor implantable lead, 2013 (B)(6); 4470 competitor implantable lead, 2013 (B)(6). (B)(4).

Event description:
It was reported that the patient suffered an ischemic stroke related to the implant procedure a week prior. The patient loss strength on the left side of their body. The device is still in use. The patient is enrolled in the markers and response to cardiac resynchronization therapy. No further patient complications have been reported as a result of this event.